Event description:
The patient's family reported that the patient coded during gallbladder surgery and now has brain damage. Stated the device did not shock him because a magnet was over it. Family later reported pt died because heart stopped. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Cause of death was requested but not received. The device was not removed at the time of death.